Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. D.4 device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle leaked. The following information was provided by the initial reporter: insulin was to be administered to patient and administered with correct technique however insulin was seen dripping down the arm. Due to not knowing if a small amount of insulin was still administered, patient was now at risk for hyperglycemia. At lunch patient blood sugar was increased higher than the am therefore the needle malfunctioned.